Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012 to report that patient experienced a bump at the insertion site of a recently removed sensor. The patient was taken to get an x-ray, and it was determined that the sensor had broken in the patient's abdomen. At the time of the call to technical support, the patient's mother reports that patient complains of pain intermittently, but is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.